Event description:
It was reported by service report that the fowler gas cylinder was drifting and it could not hold weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.